Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article citation: yoshito kadoya, kan zen, hitoshi yaku, satoaki matoba, simultaneous transfemoral valve-in-valve transcatheter aortic valve replacement and debranching thoracic endovascular aortic repair through a tortuous and shaggy aorta: a case report, european heart journal - case reports, volume 4, issue 4, august 2020, pages 1¿5, https://doi.org/10.1093/ehjcr/ytaa175.

Event description:
Article ¿simultaneous transfemoral valve-in-valve transcatheter aortic valve replacement and debranching thoracic endovascular aortic repair through a tortuous and shaggy aorta: a case report¿ european heart journal - case reports (2020) 4, 1¿5. Edwards received information that a patient with a 21mm aortic pericardial valve underwent a valve-in-valve procedure due to severe aortic regurgitation secondary to structural valve deterioration. A 23mm evolut r was implanted in replacement. The device was originally implanted for aortic valve replacement to correct severe aortic stenosis approximately fifteen (15) years ago. Based on the regular follow-up, the patient¿s intra-prosthetic aortic regurgitation had been worsening, and then, the patient began complaining of dyspnea on exertion. After an implant duration of approximately fourteen (14) years and ten (10) month, the patient was required hospitalization at a different hospital due to acute exacerbation of heart failure associated with structural valve deterioration. One (1) month after the admission, the patient ware referred to this hospital for the treatment of svd with nyha class iii dyspnea. The device was not returned for evaluation as it remained implanted. Multiple cardiac surgical procedure: thoracic endovascular aortic repair with debranching at valve-in-valve.